Event description:
It was reported that the 2800 system failed to power down entirely from the workstation on/off switch. A workstation communication fail message was on the table display. This incident occurred while the system was shutting down after a pt procedure was completed. No pt was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep turned the external table power switch to the off position. System functions as intended.